Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped using their scs system due to ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the system was explanted to explore alternate pain management options.